Event description:
A (B)(6) male patient contacted zoll customer support to report that the rubber portion of the connector on his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk connector was cracked and the yellow pgnd wire was open inside the trunk cable. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable as evidence by the cracked connector. No adverse event resulted from the open wires. The patient was issued a replacement electrode belt.